Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appears again.